Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: prior to the second squeezing, the handle was too hard to squeeze and not be fired at all. Stapling was done, but the tissue was not cut. Opened a new cartridge. The tissue was not cut although staple was done, therefore, additional tissue was resected from the patient side to complete the procedure. Additional tissue resection was necessary. No tissue damage. Nothing fell into the cavity. No bleeding. The last patient status is reported as fine. Unknown if reinforcement material used in conjunction with the stapling device. No blood loss of 500cc or more due to the product problem. No extension of surgical time.